Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead in two pieces measuring 6.3 and 51.4 cm respectively. An external insulation abrasion, exposing the outer coil, caused by friction to another device or feature of the heart was noted 37.6 to 38.1 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.